Event description:
Sterilization strip indicator did not change full color to indicate sterilization complete even though utilized appropriately. All equipment needed to be reprocessed. Never reached patients. FDA safety report ID# (B)(4).